Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing strobe lights, starbursts, and glare at night in their left eye (os) resulting in the need to explant the intra-ocular lens (iol). The replacement iol is of a different model and diopter. There was no reported patient injury and no issues are reported with the patient post-operation. No additional information was reported.

Manufacturer narrative:
Corrected data: in review, it was noticed that the health effect - clinical code (1864) was inadvertently not entered in the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section h6: health effect - clinical code: 1864 - flashers. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10/7/2022 device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut into five pieces (one missing) and with a detached haptic. The pieces of the lens were cleaned and, no issues that could contribute to or cause glare or visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation can be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.